Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician did not reprogram the configuration appropriately for the single coil right ventricular (rv) lead at the implant procedure. Not all implant testing was completed prior to pocket closure. Following the procedure, a shock impedance measurement greater than 200 ohms was noted as the configuration was not appropriately reprogrammed. The system was reprogrammed appropriately and all measurements were appropriate. No adverse patient effects were reported.